Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to the use. There was no difficulty experienced when removing the catheter from the dispenser coil. During preparation, the catheter was only injected by hand using a 10cc syringe.

Event description:
During preparation a leak was observed 10 cm distal to the hub of the microcatheter. The procedure was completed with another device. There were no consequences to the patient.